Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and had an x-ray done by a urologist. The patient was told she felt that the leads were not in the right position. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.